Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had intermittent button responses. Customer's blood glucose was over 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace also, with broken off reservoir tube lip. The reservoir was unable to lock in place and unable to performed occlusion test due to reservoir tube lip completely broken off. Unable to complete testing for high and low blood glucose due to broken off reservoir tube lip anomaly. However, the currents are within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners and broken battery tube threads.